Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot the issue with the user facility over the phone. The tse suggested replacing the touchframe printed circuit board (pcb). Covidien was not authorized to service device. Covidien ref: (B)(4).

Event description:
A report was received from the USA with info that an 840 ventilator had a touchframe failure (screen block). The device was not being used on a pt when event occurred. The date of the event was not reported.